Manufacturer narrative:
Section d4, d10, h3, h4: additional information. Section d5: correction. Manufacturer's investigation conclusion: no device-related issues were discovered and a specific cause for the reported infection could not be conclusively determined through the evaluation of (B)(6). (B)(6) was returned assembled with the pump cable severed approximately 8.5¿ from the pump housing and the distal end of the pump cable was not returned. The sealed outflow graft was returned attached to the pump outflow with the sealed outflow graft bend relief properly engaged to the graft attachment. The hardware of the apical cuff was returned and was unremarkable. The felt ring of the apical cuff was not returned. The cuff lock was returned fully engaged. The pump appeared to be exposed to a fixative. Visual examination of the interior of the inflow cannula and outflow graft revealed no evidence of developed depositions or thrombus formations. Visual examination of the blood contacting surfaces upon the disassembly of the pump also revealed no evidence of developed depositions or thrombus formations. The lvad log file data retrieved from (B)(6) contained no atypical events and appeared to show the pump operating as intended with stable estimated pump flow values. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). (For study patients, UDI # missing). Approximate age of device- 3 years, 11 months, 14 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was transplanted on (B)(6) 2019 due to driveline infection. Pump was explanted for transplant. No further or additional information was provided.